Event description:
The customer treated a patient and when the next patient was selected, the collimator could not rotate. It was discovered that the collimator chain is detached. The chain near one of the links has spread open and the link pin is out, the plate holding the pot is bent. Also one of the sprocket axis of rotation appears to be bent. The collimator is not rotating but the motor sound on rotation can be heard. On the collimator faceplate and collimator fibre cover there are no scratches or dents or any marks indicating a collision.

Manufacturer narrative:
An MDR has been submitted previously regarding this issue. Please reference MDR# 2914292-2006-00023. A product modification has been developed that will monitor the collimator chain tension and initiate an interlock if any chain slippage or breakage is detected.